Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause, a device investigation at the explanted device would be necessary. Further steps have not been scheduled yet.

Event description:
Hearing performance with the device is affected. The user was implanted in 2017 and claims that she was hearing well until (B)(6) 2023, when her audio processor (ap) stopped working.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user was implanted in 2017 and claims that she was hearing well until mid-(B)(6) 2023, when her audio processor (ap) stopped working.